Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 357.399. Lot no :851p117. Release to warehouse date: 02 june 2022. Manufacturing site: (B)(4). Supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the guidewire was implanted in the patient. The guidewire remains intramedullary in the fibula fracture. The surgery was completed successfully with no further medical intervention required. The patient was reported to be in good condition. When the surgery was completed, the doctor used the guide needle to fix a fibula fracture and put it into an intramedullary shape. This was done at the request of the specialist. This was not an interim method of fixation, but done because the clinic did not have needles of that diameter, and the doctor¿s goal was to stabilize the fibula by means of a thick needle because the nail placed it intramedullary. This was an intraoperative decision done because the fracture of the tibia was very distal and it was the way the extremity would not be left in the valgus. This report involves one 3.2mm guide wire 400mm. This is report 1 of 1 for (B)(4).